Event description:
The international customer reported during routine testing the ventilator would not power on. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers service engineer reported the power supply was not functional. Power failure due to loss of ac or battery power may result in shutdown of device during normal ventilation operation. Proper care, maintenance and testing should be performed when using battery power sources. An estimate for the power supply replacement was provided to the customer but the customer has not purchased the part.

Event description:
The manufacturers service engineer replaced the power supply to address the reported problem.

Manufacturer narrative:
Supplemental report

Manufacturer narrative:
Customer has not purchased part for repair.